Event description:
It was reported that the markers would not deploy the pellets.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. This is the first event reported for this lot number. The complaint sample was returned for evaluation. Visual inspection found the tip of the marker broken, the shaft of the marker separated from the handle and a kink in the shaft of the marker just below the yellow alignment mark. The markers were visible within the device. Due to the condition of the returned sample, deployment of the device could not be performed. The root cause of the event is unk. The current IFU (instructions for use) state: warning: avoid the use of excessive force during removal of the applicator to prevent breakage of the applicator tip. Caution: if resistance is felt while removing the applicator, remove the entire probe/applicator assembly from the pt. Failure to do so may result in breakage of the applicator tip.